Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specification. Similarly, the returned unit was functionally tested and it performed according to specification; the jaws opened and closed without issue. The condition of the returned incident device was not consistent with the complaint that the jaws failed to close properly. The evaluation found that the device was within manufacturing specification. Therefore, the complaint was not confirmed. (B)(4)

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a procedure. According to the complainant, the biopsy forceps failed to close properly. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during an esophageal biopsy procedure performed on (B)(6), 2011. According to the complainant, after advancing the device through the working channel, the forceps was partially opened. However, the jaws were not able to be fully closed. The forceps was removed from the patient and the procedure was completed with another radial jaw 3 biopsy forceps device. No damage was noted to the device or packaging prior to beginning the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during an esophageal biopsy procedure performed on (B)(6), 2010. According to the complainant, after advancing the device through the working channel, the forceps was partially opened. However, the jaws were not able to be fully closed. The forceps was removed from the patient and the procedure was completed with another radial jaw 3 biopsy forceps device. No damage was noted to the device or packaging prior to beginning the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.